Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Previous lead damage was noted on the right ventricular (rv) lead. Rv lead was exhibiting noise oversensing and far p-wave oversensing. Lead was not revised or reprogrammed because patient is not dependent on ventricle support. The patient was stable and asymptomatic.